Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, serial (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturers representative regarding a patient who was receiving compounded baclofen (concentration 4000 mcg/ml, dose 1550.2 mcg/day) via an implantable pump for cerebral palsy and intractable spasticity. On the day prior to this report date, the doctor noticed "redness" near the pump area so an exploratory surgery was done on this report date where the pump and proximal end of the existing catheter were revised and a single bolus dose of 300 ug was programmed post revision. The patient was fine. They were inquiring how long the patient would go without drug due to the proximal area of the catheter being revised and the existing catheter volume was estimated. The technical service specialist (tss) confirmed calculations and reviewed pertinent info the patient would be assessed in the hospital for a few days post revision because of the estimated catheter length, it was thought that the doctor would see the patient again by the end of the day. No further complications were reported. Additional information was received. The pump and part of the proximal piece of the catheter was replaced, the pump was repositioned to be more superior and medial. There were no pump or proximal catheter device issues that necessitated the revision. The patient was admitted to the hospital to be assessed for few days post revision. A bridge bolus was not performed following revision therefore there were no concerns about what was programmed. The return of devices was not necessary. No further complications were reported additional information was received. The patients weight at the time of the event was unknown.